Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a system revision due to a pocket infection with sepsis. This cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.